Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: pump reboot events were observed in the black box of the pump. There was no damage found to the battery cap or compartment. The battery cap was able to attach to the pump. The pump was exercised for 24 hours with no issues observed. The alleged issue could not be duplicated.